Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: during use, the instrument could not be removed from the anastomosis, even with pushing or pulling of the instrument. When the doctor let the shaft deploy completely, suddenly, it was found that it could be removed easily. Using another device from a different manufacturer, the anastomosis was performed again. There was no reported problem in cutting tissue a anus. Operating time was extended by more than 30 minutes. There was additional tissue resection. There was tissue damage. There was no bleeding in excess of 500ml reported. It is confirmed the current patient status is good.

Manufacturer narrative:
(B)(4).